Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results using an alinity ict module on the architect c8000 analyzer. The following data was provided: sid (B)(6); initial 114, repeat 114 mmol/l and 144. Sid (B)(6); initial 114, repeat 144 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Additional information for sid(B)(6) indicates the sample was plasma from a lithium heparin tube spun for 5 minutes at 3500 rpm. A spin time of 5 minutes may not be adequate as a 10-minute spin time is recommended by several tube manufacturers. Therefore, sample integrity cannot be completely ruled out as a possible factor. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.